Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited overestimation. The pacemaker remains unaddressed. There were no patient consequences.